Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported the trial patient was not voiding completely and when they turned up stimulation the day prior to report, it felt like a ¿knife was stabbing them.¿ stimulation was lowered to 4.0, down from 7-8. It was noted the patient was to catheterize as instructed by their healthcare provider. No further information was reported. A follow up report will be sent if additional information is received.